Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The power cord was replaced to resolve the issue.

Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. Customer contact reports no patient information is available. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in loss of mechanical ventilation during a case. The patient was switched to manual ventilation, unit replaced, and case completed. There was no patient injury.